Event description:
On (B)(6) 2014, it was reported that the down keypad button was intermittently unresponsive. No additional information was provided and troubleshooting was unable to be completed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.